Event description:
It was reported that the pump with morphine was increased to 4 mg per hour on 12 april 2026 at 8:30. A check on 12 april 2026 at 20:10 revealed that the pump was set to 4 ml per 15 minutes instead of 1 ml per hour. The patient died during the reduction of the dosage.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H6: updated. The suspected pump was not returned for evaluation. The complaint could not be confirmed, and a root cause was unable to be determined.